Event description:
The customer reported being admitted in the intensive care unit with high blood glucose and diabetes ketoacidosis. Troubleshooting was performed. The time on the insulin pump was correct. Reviewed the bolus matched to the daily totals. Ran a fixed prime test and the insulin did not exit. Instructed the customer to remove the infusion set and the cannula came out completely bent. The customer stated that there is no evidence of leaks in the tubing or the reservoirs. Perform the high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.